Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and consumer regarding a patient with an implantable neurostimulator (ins) for essential tremor. It was reported that the patient obtained hearing aids and noted an increase in tremor. They wore them all day, took them out at night and put them back in the morning; over the course of the night the tremor was better and got worse in the morning. The patient had an appointment with their new managing physician on (B)(6) 2019 and would discuss the possible need for reprogramming or changing brands of hearing aids. No further complications were reported or anticipated with this event.